Manufacturer narrative:
Philips service reloaded the software and formatted the disks, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image acquisition error due to software issue on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.